Event description:
It was reported the components were not packaged properly. It was stated the percutaneous extension was ¿coiled outside¿ the internal package. It was ¿sandwiched¿ in between the area where the inner package should have been sealed. Its sterility was compromised. The lead kit was the affected product and it was not used.

Manufacturer narrative:
Concomitant products: product ID neu_perc_extension, product type extension. (B)(4). Analysis of the lead found no anomaly. It was stated the gray residue along the edge of the tray showed a proper seal between the tray and tyvek seal. Analysis of the extension found that there was component movement in the inner tray. The conductors on the extension were pinched.